Event description:
Impedance readings >4000 ohms was reported on all or some of the bipolar pairs. Increasing the default test values and re-running the test was recommended. The manufacturer is unable to follow-up with contact information due to lack of information obtained at the time of the report.